Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or placing the implant too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# i0929, mfd. 12/16/13, exp. 2018-12-16, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7050-90, lot# i0863, mfd. 11/08/13, exp. 2018-11-13, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# i0857, mfd. 11/26/13, exp. 2018-11-26, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2014 where three implants were installed. The patient complained of nerve pain following the initial procedure. The patient claims to have had a revision procedure where one or more implants were removed or replaced, but the patient still complains of ongoing pain. The patient has not responded to requests for additional information and it cannot be confirmed if, or when, the patient had a revision procedure.